Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electrophysiological characteristics and clinical values of left bundle branch current of injury in left bundle branch pacing. Journal of cardiovascular electrophysiology. 2020;31:834¿842. Doi: 10.1111/jce.14377.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing. The article reports two patients who experienced septal perforations during the implant and the leads were repositioned. There were leads which exhibited increased and high thresholds, loss of capture, and decreased pacing impedance. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.